Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.091" x 0.204" in size. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. Additionally, the pch instrument was found to have a detached fragment. The fragment originated from the broken proximal clevis at the distal end. The broken piece measured approximately 0.091" x 0.204" and was not returned with instrument. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue can be resolved by using an alternate instrument to complete the procedure. .

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument wires were exposed. There was no report of patient involvement.